Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s family reported via phone call that the customer experienced low blood glucose level. Customer blood glucose level was 35 mg/dl and 40 mg/dl. Customer declined trouble shooting for low blood glucose. The insulin pump will not be returned for analysis.